Manufacturer narrative:
The customer performed maintenance on the sample probe and exchanged the photometer lamp. After service, no further issues were reported by the customer. The investigation determined the service actions by the customer resolved the issue.

Event description:
The initial reporter received a questionable ldl_c ldl-cholesterol plus 2nd generation result for one patient tested on a cobas c 501 module. The patient's initial ldl result was not reported outside the laboratory. "The customer remeasured the sample because the initial measurement result was clearly strange." The patient's initial ldl result was 1 mg/dl. The patient's repeat ldl result was 104 mg/dl. The ldl reagent lot number and expiration date were requested but not provided.